Manufacturer narrative:
(B)(4). Date of event was one month post op. The exact date was not provided. Used (B)(6) 2015 as the best estimate date. To date, the intraocular lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient underwent lens implant on her left eye. Upon 1 month post-op visit, when eye was dilated, the doctor recognized a brownish tint throughout and all across the model za9003 lens diameter during slit lamp evaluation. This patient had a pcb00 lens (same material as this model lens, za9003) implanted in her right eye with 6/6 2- visual acuity (va) and appearing to be very transparent in comparison to her left lens implant. V/a for this left eye (os) shows 6/9 to 6/12 while a manifest refraction indicates -1.75 +1.00 x 180. When corrected with glasses v/a is 6/6. However, the patient is disappointed on her vision compared to the other eye (od). Patient was offered but does not want to undergo another surgery to exchange this iol. The cataract surgery performed on this left eye indicated no red flag from the normal cataract procedure per op. No sign of potential lens coloration. Therefore, no special measure was undertaken at that time. Normal cataract procedure at this hospital includes the use of sterile fluorescein sticks at the end of the case to assess the corneal incision leak tightness.

Manufacturer narrative:
The intraocular lens was not returned to the manufacturing site, as to date, it remains implanted in the patient's eye therefore the product testing could not be performed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.